Event description:
It was reported that "clip was found jamming during use." A new stapler was used to proceed with the procedure. No patient harm or injury reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 09-january-2025 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "clip was found jamming during use." A new stapler was used to proceed with the procedure. No patient harm or injury reported.